Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient noticed three years ago pulling in their anus, and pain radiating down the back of their right leg. The device was on the right side, so in (B)(6) (2021), the caller said the last time the patient saw their implanting physician, a manufacturer representative was there and did the settings, but the patient was still having issues. After that, the patient's physician retired and the doctor who took over their place turned stimulation off in (B)(6) to see if stimulation was causing the issue. That was why the device was turned off. They also found out from a computed tomography (CT) scan on (B)(6), the patient had a compressed nerve in their leg. They were scheduled to have the device removed, but then came down with "pneumonia, bronchiectasis, and klebsiella pneumoniae," and were treated with high-powered antibiotics (not alleged related to device/therapy). The patient worked with infectious disease, then got c-diff, then was in the hospital for nine days (not alleged related to device/therapy). The patient was out of hospital, on oxygen, and also doing therapy (not alleged related to device/therapy). The caller asked about device removal and they were redirected to the patient's healthcare provider to further address the issue. There were no device issues nor further patient complications reported at this time.